Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During the visual inspection, the guidewire was returned broken/fractured in 2 segments. The guidewire was noted to be kinked/bent. Ptfe coating was examined under magnification and the coating was peeling/peeled in multiple areas. In the proximal segment the core wire was noted to be exposed. On inspection of the broken nitinol and core wire, the nitinol appeared to be a clean break, the surface of the core wire was noted to be smooth. The distal segment was noted to be a clean break, with no core wire exposed. The core wire distal end was observed through the distal tip dome. There was some kinking / deformation noted to the distal fractured section of the guidewire. Hydrophilic coating was hydrated there were no anomalies noted. Functional testing was not confirmed as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned for analysis and it was confirmed that the distal tip was kinked and fractured, confirming the event. It is probable that the device kinked and the guidewire was fractured during manipulation of the device inside the patient. An assignable cause of procedural factors will be assigned to the reported and analyzed guidewire distal tip broken/fractured during use and guidewire distal end/tip kinked/bent, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The proximal end of the returned device found the ptfe coating was peeled/scraped off in several sections. It is most likely the ptfe coating was damaged due to interaction with another device however this cannot be confirmed as neither the torque device nor the introducer were returned for analysis. Based on the review and analysis of the available information, the cause of these anomalies cannot be determined. Therefore a cause of 'undeterminable' has been assigned to the analyzed guidewire ptfe coating peeling.

Event description:
It was reported that during the ba aneurysm embolization case, the subject guide wire was used with the micro catheter to access the target site. When physician was adjusting the angle of the subject guide wire for vascular selection the tip of the subject guide wire got fractured and a snare device was used to capture the broken tip. The procedure was finished. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the ba aneurysm embolization case, the subject guide wire was used with the micro catheter to access the target site. When physician was adjusting the angle of the subject guide wire for vascular selection the tip of the subject guide wire got fractured and a snare device was used to capture the broken tip. The procedure was finished. No clinical consequences were reported to the patient due to this event.